Event description:
Pt was in auto accident three weeks ago. Seat belt was forced and held her in place across the breast. Pt developed pain and swelling - to or. Implant on the rt breast was ruptured towards the superior medial portion of implant - the capsule had ruptured and there was some leakage of free silicone outside the capsule. It was removed and new implants inserted.